Event description:
Additional information received for this case. It was reported that the patient had coils implanted in the inferior mesenteric artery. An angiogram was taken and no type I or type IV endoleak was seen.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm diameter abdominal aortic aneurysm. The aortic was short measuring 12 mm in length, angled and conical in shape measuring 26, 27, 31, 32.9 mm in diameter from proximal to distal. It was reported that the stent graft moved a little when the hooks were set and it ended up 4mm lower than intended. The aortic neck was short so the physician implanted an endurant 36x36x49 aortic cuff. The physician also implanted 8 aptus anchors. The final run looked good. There was a blush that was either a small late type 1 or a type 4 endoleak. The physician stated the cause of the event was due to the short, angled conical aortic neck. No further treatment is planned. No additional clinical sequelae were reported and the patient is fine.